Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(6) 2015, (B)(4): the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/short interval counts (sic). Analyst commented, beginning (B)(6) 2015, ventricular sic up to 63; ventricular tachycardia (vt) non sustained episodes with evidence of lead noise oversensing. The full lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Analyst commented, beginning (B)(6) 2015, ventricular sic up to 63; ventricular tachycardia (vt) non sustained episodes with evidence of lead noise oversensing.<(><<)>end>. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead exhibited undersensing, and non sustained ventricular tachycardia (vt) episodes with artifacts. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.